Manufacturer narrative:
The device was not returned for evaluation. The product and lot number are unknown; therefore, the device history record and labeling could not be reviewed. Although the product family is unknown, the urine collection bag ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the numbers on the drain bag could not be read. The urine was measured by transferring it to another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the numbers on the drain bag could not be read. The urine was measured by transferring it to another device.